Manufacturer narrative:
Follow-up #1 date of submission 04/08/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/24/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that no data was recorded from event date, and no loss of prime warnings were observed. During testing, the pump powered on properly with the returned battery cap. The pump was exercised for 24 hours and the load step was completed with no duplicated alarms. The force sensor calibration reading was within specifications. The pump case was removed, and no damage or evidence of moisture ingress was observed on the force sensor.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the pump emitted a loss of prime warning. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.